Event description:
Product placed into patient heart, connected to mapping system could not visualize signals on mapping system product connector changed w/o resolution, product changed out for new one with same lot # and it functioned correctly.this facility has had three reports of similar events with this type of device over the last two months. The cause of the failure is unknown. The manufacturer has been notified and product is being returned to them for their evaluation.